Manufacturer narrative:
The catheter (ID 823072) was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, a possible root cause could be due to a tear/cut in the catheter, as noted in the instruction for use (IFU) silicone has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a surgeon was pulling the distal catheter (ID (B)(6)) through subcutaneous pathway towards the peritoneal space and the catheter broke in two pieces in the abdomen. Therefore, the neurosurgeon removed the broken catheter segments and placed a new distal catheter. No patient injury reported and the event led to 15 minutes delay.